Event description:
On (B)(6) 2014, the patient contacted animas alleging that the keypad buttons do not always respond. Additional details were not provided and troubleshooting could not be completed. Customer technical support made attempts to contact the patient to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
On (B)(4) 2014, the reporter followed up with customer technical support and stated that the contrast button was under responsive. The reporter denied any damage to the keypad. Response issues with the contrast button are not likely to cause an adverse event, as the contrast button does not affect insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.